Event description:
During a coronary stenting procedure, the shaft kinked and broke at the toughy. The product was not used in the patient. Another cypher stent was used to complete the procedure. There was no patient injury.